Manufacturer narrative:
One sample and one photo of material number 10015861a was received for quality evaluation. The photo submitted shows that the drip chamber appears to look collapsed. The physical sample was visually inspected and there were no damages or abnormalities. The sample was then primed and connected to a sample bd secondary set in order to test for any backflow or vacuum that may be caused during a simulated infusion. There were no issues with the infusion set during the first test. Additionally, the infusion set was tested without a secondary set attached and there was no indication of the drip chamber collapsing, and no issues flow issues were identified. The customer complaint of component damage could not be verified. The failure could not be replicated on the physical sample submitted and therefore a root cause analysis could not be conducted. A device history record review for model 10015861a lot number 25055230 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris smartsite pump infusion set was damaged. The following information was provided by the initial reporter: customer was trying to infuse zenecar. A pre-med to chemo that only has a 30 minute expiration time. The drip chamber kept collapsing on itself and not allowing the infusion to flow. The rate was 999.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.